Manufacturer narrative:
Hologic technical support expert (tse) reviewed logs and confirmed the positive results were true, emphasizing the specificity and sensitivity differences across multiple platforms. Tse recommended customer to collect new samples and retest if they desired. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported a sar-cov-2 tma run on panther instrument sn (B)(4) had discrepant results. Four samples tested positive when run on the panther but were negative when run on a non-hologic platform (ex. Seegene).